Event description:
Physician removed tracheostomy tube to change it due to kink, unable to reinsert trach. Pt was intubated (all tests for proper position done) rt unable to ventilate with bag, 2 compressions then needed to remove bag from et to allow exhale, much resistance with each squeeze. Pt arrested and CPR began. Shortly after CPR start bagging became easy. Vital signs resumed after about 30 min of CPR, but neurologic impairment noted. Brain death established and support withdrawn on 10/10. Events reviewed with physician and rt speculation of faulty exhale valve on bag. Peep valve had been removed without effect on ability to bag or exhale.